Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer was not able to calibrate the sensor and also had sensor reading discrepancies. It was stated that the last sensor was very bent. She changed it but was still not working. It was stated that it seemed like the transmitter was not functioning. The customer has been having issues with multiple sensors since (B)(6) 2015. Blood glucose value is unknown. They mentioned that the sensor cannula tends to bend on insertion and there have been several times where the cannula splits. She had the serter replaced but issues persisted. The sensor in use was not bent or kinked. Blood glucose at the time of the call was 112 mg/dl and the sensor glucose reading was 76 mg/dl with a down arrow. It was advised the sensors would be replaced and agreed to return the product for analysis.